Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the PICC they had to pull the wire out, flush the lumen and then reinsert the wire. They did this because all of the flush was coming out the top instead of down the lumen to clear the line. Additional information received (B)(6) 2023 the leaking around the end happened before the PICC was ever placed into the pt. I think the end cap is not secure.